Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial report based on information received. Customer has indicated that the product is in process of being evaluated by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted. Initial reporter telephone: (B)(6).

Event description:
It was reported that the device was in need of repair for not cutting properly. There was no harm reported. Diligence is complete and no further information is available.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not meshing properly; damaged comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.